Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation a foreign material adhered/clogged in biopsy channel was confirmed however the root cause could not be identified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed; a foreign object existed through the channel while flushing the biopsy channel during leakage test. In addition to the malfunction reported in section b5 the following findings were discovered; the light guide lens had a crack, the plastic distal end cover had dent, the bending section cover adhesive was detached, the suction cylinder was shaved off, the bending angle in up/down direction did not meet the standard value due to wear of angle wire, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had a foreign body stuck inside the channel. The issue occurred during maintenance. There were no reports of patient involvement.